Event description:
It was reported that the right ventricular lead and left ventricular lead exhibited failure to capture. A chest x-ray was performed, and it was discovered that both leads dislodged. The leads were explanted and replaced. The patient was in recovering condition.